Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: e3, g4. A getinge field service engineer (fse) evaluated the unit and blood intake was confirmed up to the crm, safety disk, detect tube, and purge valve. As there are plans to upgrade the device to cardiosave, repairs for this unit were not carried out on the device and it will be disposed of in the future.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: e3 (occupation).

Event description:
It was reported by the customer that cs300 intra-aortic balloon pump (iabp) had blood back malfunction. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.